Manufacturer narrative:
The customer complaint was confirmed. The returned complaint device would not arm. A functional check of the returned device found it could not be armed. The button could be fully depressed, but the cannula latch would not lock into place. The device was disassembled and it was found that the cannula latch was manufactured from the single cavity mold. The corners of the cannula latch that engage the cannula hub were inspected under a microscope and the misshapen edges that can be produced from the single cavity mold were observed, indicating that the cannula latch for the returned device was not manufactured correctly. This prevents the cannula hub from locking into position when the button is pressed. It has been discovered that cannula latches produced from the single cavity mold do not have a properly formed corner. Cannula latches produced from the 4 cavity mold are properly formed. The root cause for this complaint is a manufacturing error. A review of the device history record was performed and revealed no related issues to this complaint.

Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the doctor was able to get 12 samples out of 9 needles. When the physician got a sample, he would try to load but it would not hold and would not click. When the needle would not hold, the sample would fly off the needle. The case was completed with another of the same device. Additional information received indicated that they could not get the device to reload following obtaining a sample; the sample was not lost. When the device would not reload/recock, the sample would release onto the sterile field. There were no patient complications reported as a result of this event. Patient age and weight are unknown. This is the fifth device of eight that failed in this event. Note: this report pertains to one of eight devices used during the same procedure. Refer to associated manufacturer report numbers 3005099803-2009-1851, 3005099803-2009-1904, 3005099803-2009-1852, 3005099803-2009-1853, 3005099803-2009-1855, 3005099803-2009-1856 and 3005099803-2009-1905 for reports on the other devices.